Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320:654:000 was confirmed during product evaluation. The root cause was a faulty speaker harness. The speaker harness and associated parts were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter service personnel a colleague infusion pump experienced failure code 550:320:654:0000 along with a faulty main speaker harness. This device may have failed to audibly alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.